Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer stated that she was in the fill tubing process of her prime and rewind and insulin squirted out followed by the compromised force sensor system alarm. The drive support cap appears normal. Customer mentioned that this is the second occurrence within 3 days. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.